Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted subsequent to being damaged during revision surgery for skin irritation. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).